Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an abdominoperineal resection procedure, the device was fired and appeared to function as expected. On inspection of the staple line, it was noted that the staple line on each side and closest to the knife cut edge did not form. It produced a staple line of only 1 row on either side of the cut line. The staple line was subsequently cut-off to form a stoma.